Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 48 mg/dl. Customer stated that insulin pump had pump error and it was suspended. Insulin pump was on auto mode at the time reported event. Insulin pump will not be returned for analysis.